Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change in therapy. It was noted that they had incontinence (noted as ¿insentience¿) and was not able to adjust the setting (got a warning screen). The patient stated they did not feel the stimulation and when the programmer was synchronized to the ins it was determined that the therapy was off at the setting of program 1 at 2.1 volts. The patient did not know the therapy was off. The therapy was turned back on and the patient felt the stimulation. The situation was reported as resolved through troubleshooting. The patient was directed to contact their healthcare professional (hcp) if they were not getting therapeutic relief. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.